Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the secondary mode area of the coulter lh 500 hematology analyzer. Customer reported that the leak occurred when the lh 500 was running in the secondary mode. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the probe block of the instrument. The fse noticed that the probe block was not properly aligned with the probe. The fse adjusted the probe block. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Evaluation - results: probe block. Bec identifier for this complaint is (B)(4).